Manufacturer narrative:
(B)(4). The handpiece was received with the nose cone detached returned. The nose cone was cracked. No functional testing could be performed due to no instrument could be attached to the handpiece. The instrument was disassembled to inspect the remaining internal components. The moisture indicator was positive. The transducer assembly was not held in place due to the cracked nose cone, so torquing on the disposable resulted in twisting only the handpiece transducer assembly until the internal wires got disconnected. Due to the cracked nose cone, moisture entered the hand piece mid housing. A possible cause of the nose cone being cracked is the sterilization method due to the heating and cooling of the sterilization cycles is a stressor. It is possible that the ingress of moisture affected handpiece functionality. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that prior to an unknown procedure, the operating room nurse divided the handle of the device, because the hand piece was not working; the ring in the handle was broken. It is unknown how the procedure was completed. There were no adverse consequences for the patient reported.